Manufacturer narrative:
(B) (4).

Event description:
It was reported that doctor was getting 60's for 4, 6 and 6, 7 with high currents. The doctor noted that he would continue not to use these. Review of previous testing found that c, 5 was a good option and side effects were noted when stimulation was increased, but the pt was not showing symptom control right away in the lower amplitudes. Therapy impedance measurements with c, 5 was >4000, but the electrode impedance showed at 1052 and 26 current. The doctor was going to do x-rays to check out any fractures in different positions, but didn't expect to find anything since he was able to get side effects. The programming was going to be based on therapy benefit.